Event description:
Central line kit was pulled from trauma room, and md inserted line. When removing guide wire it proceeded to shred into multiple segments. Lot number: 33f24b0822, ref: ask-42703-lmdt1, expiration date: 2025-10-31.